Manufacturer narrative:
Additional information received on 11/20/2018 indicated the patient experienced bilateral ptosis. Physician confirmed during surgery that no deflation of the device had occurred. On 11/19/2018, the mentor failure analysis lab received the device for evaluation. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 250cc, catalog number 3502550, serial number (B)(4), lot number 5652923. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 250cc and experienced deflation on the right side. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 400cc on (B)(6) 2018.